Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device had a continuous built-in test (cbit) oxygen (o2) device failed error during high flow therapy (hft) mode and shut down unexpectedly. The device was in use at the time the issue was discovered however, there was no patient or user harm reported. There was an error code 1111, consistent with cbit o2 device failure during hft. The biomedical engineer could not replicate the fault in the workshop. A philips remote service engineer spoke to the customer and was informed that the customer would like to get the device sent to bench repair. Replacement of the data acquisition (da) pcba and o2 valve was recommended.

Manufacturer narrative:
The removed da pcba; solenoid valve assembly, gas delivery were returned to the failure investigation lab (fi). A visual inspection of the returned components revealed no evidence of damage or contamination. The fi technician installed the returned parts into a fi ventilator to duplicate the reported issue. Fi investigation could not replicate problem. Daq board and solenoid pass all testing. No fault found.

Manufacturer narrative:
Bench repair evaluated the device, and the reported problem was not replicated but error (1111) "oxygen device failed" was found in the significant event log/drpta. It was also observed that there was cosmetic damage, and parts will be replaced to resolve issue. The data acquisition (da) pcba and o2 solenoid valve was replaced to confirm functionality. The cosmetic parts have been replaced to resolve reported damage. The device passed required performance verification tests per philips¿s standards.